Event description:
It was reported that during preparation, the guidewire was unable to pass through the dilator. Therefore, the physician decided to replace the sgc. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The exception investigation evaluated the reported issue, and the engineering group determined method (supplier) was the primary root cause. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.